Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had high blood glucose levels. The patient alleges the pump has failed to emit occlusion alarms, leading to unspecified high blood glucose levels and requiring the initiation of emergency protocol and a doctor's office visit. This complaint is being reported as the patient experienced hyperglycemia due to the alleged abscence of occlusion alarms.